Manufacturer narrative:
Date of event is an unknown date in 2019. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent hip surgery revision on (B)(6) 2019, due to trochanteric fixation nail advance (tfna) augmentation cutout. The whole construct cut out of the bone. The initial implant was on (B)(6) 2019. Procedure outcome is unknown. There was no patient consequence. Concomitant devices: distal locking screw (part: unknown, lot: unknown, quantity: unknown). This report is for a traumacem(tm) v+ injectable bone cement. This is report 2 of 3 for (B)(4).